Manufacturer narrative:
Additional information received on (B)(6) 2015 indicates date received by manufacturer, should be (B)(6) 2015.

Manufacturer narrative:
Date of event, should be (B)(6) 2015. The customer indicated that each set of patient results were from the same sample. Erroneous results were reported outside of the laboratory but it is not known which results. It is not known what patients were affected. It is not known if any patients were adversely affected as the customer does not know which results were erroneous. Investigation results determined that the under recovery of edta plasma samples is related to an aging effect of reagent lot 697811 when the lot neared the end of its shelf life. The reagent lot of 697811 had achieved 12 months shelf life. This issue affects edta plasma samples only. Serum is not affected. This issue is related to one bulk of reagent of 697811 and only occurs for reagent that has aged >12 months. The key enzyme of the test hmtase (homocysteine s-methyltransferase) is strongly mg++ dependent. As the reagent neared the end of its shelf life, the sample bias became evident with edta samples where mg++ in the reagent was more easily chelated from the enzymes. A field corrective action will be initiated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported receiving lower control values for homocysteine enzymatic assay (hcys) on reagent lot number 69781101 when comparing to a different reagent lot number 60430301. Controls were in range for reagent lot number 60430301. The customer also had concerns about what appears to be patient results for lot 69781101 when comparing to lot 60430301. Refer to the attached data for the patient results. It is not known when these results were obtained. It is not known if the same samples were used for repeat testing. A clarification has been requested. It is not known if any erroneous results were reported outside of the laboratory. A clarification has been requested. It was asked, but it is not known if any patients were adversely affected. No adverse events were alleged. The c501 analyzer serial number was (B)(4).